Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned for analysis; therefore, no evaluation could be performed. However, it was reported that there was a loose connection which is a known cause of the reported alarm. The cause of the loose connection could not be determined from the available information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during peritoneal dialysis therapy. The patient was instructed to cycle the power to clear the alarm and end therapy. During troubleshooting, it was discovered that there was a loose connection between the line of a disposable set and the solution bag. The patient was going to complete therapy manually. There was no patient injury or medical intervention associated with this event. No additional information is available.